Event description:
It was reported that two positioning-related problems reported in an obese patient undergoing surgery for spinal fracture on an open frame tabletop. Significant bruising across iliac crest and groin noted postoperatively, attributed to pressure from the hip/thigh pads. That pressure is also suspected as the cause of a significant loss of lower extremity nerve conduction signals during the procedure. The weight of the sagging pannus destabilized the fracture. The surgical team was alerted to the problem via neuromonitoring and was able to repair the injury. The surgeons suggest that bariatric security straps might have relieved some of the excess gravitational force extending the spine. From nicholas a. Streltzov, linton t. Evans, m. Dustin boone, brandon k. Root, daniel r. Calnan, erik j. Kobylarz, yinchen song, intraoperative neurophysiological monitoring of t9-t10 fracture in a patient with morbid obesity and ankylosing spondylitis: a case report with literature review, clinical neurophysiology practice, 2021, issn 2467-981x, https://doi.org/10.1016/j.cnp.2021.02.004 (https://www.sciencedirect.com/science/article/pii/s2467981x2100010x).

Manufacturer narrative:
As noted in the article, the patient was morbidly obese, which contributed to undesired extension of the spine during a minimally invasive procedure. There is no issue with the product itself in function or specifications.there are various factors to consider and manage with dealing with obese patients; however, there was no product failure based on the report.

Event description:
It was reported that two positioning-related problems reported in an obese patient undergoing surgery for spinal fracture on an open frame tabletop. Significant bruising across iliac crest and groin noted postoperatively, attributed to pressure from the hip/thigh pads. That pressure is also suspected as the cause of a significant loss of lower extremity nerve conduction signals during the procedure. The weight of the sagging pannus destabilized the fracture. The surgical team was alerted to the problem via neuromonitoring and was able to repair the injury. The surgeons suggest that bariatric security straps might have relieved some of the excess gravitational force extending the spine. From nicholas a. Streltzov, linton t. Evans, m. Dustin boone, brandon k. Root, daniel r. Calnan, erik j. Kobylarz, yinchen song, intraoperative neurophysiological monitoring of t9-t10 fracture in a patient with morbid obesity and ankylosing spondylitis: a case report with literature review, clinical neurophysiology practice, 2021, issn 2467-981x, https://doi.org/10.1016/j.cnp.2021.02.004 (https://www.sciencedirect.com/science/article/pii/s2467981x2100010x).